Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating that a camera cover adaptor is too loose which has potential to fall into sterile field. The item was in use and no injury/death was reported. This report was filed in our complaint handling system as (B)(4).